Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was reported that the customer experienced high blood glucose (bg) level; cause was not known. Elevated blood glucose was address with correction bolus via the pump. Customer cleared the alarm and resumed insulin delivery.